Event description:
According to the reporter, the electrode plate from the device's adult hard paddle adapter had separated from the paddle enclosure.

Manufacturer narrative:
Physio-control replaced the adult paddle electrode assembly, lot code 21005. Process changes to increase the amount of adhesive to the electrode plate were implemented beginning with lot code 24443.